Event description:
The reporting facility requested service on device based upon a report that indicated it did not infuse pain medication as programmed. The device was started and ran for approx 6 hours, showing that it was delivering pt requested bolus dosed of morphine sulphate for pain control. The nurse operating the device reported that no medication was actually delivered from the syringe over this time frame. The pt's level of pain was reportedly consistent with not having received any medication. The device was removed from service and the pt was given 3mg of morphine sulphate ivp when the situation was discovered. A different device of the same model was put into service and the therapy was continued. No long term adverse effects were reported by the facility. Details regarding additional pt demographics and the specific device programming were not available from the facilities representatives, should these details become available a follow up report will be submitted.